Event description:
The user reported that during an angiography procedure blood and/or gas leaked from the port where the syringe connects to the manifold. The suspect device was replaced. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A follow-up report will be submitted when the eval has been completed. Conclusion: device not returned.